Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer's blood glucose was unknown. The customer also reported the alarms occurred after a bolus delivery. Customer was unable to troubleshoot at the time of the call. No additional information provided.